Manufacturer narrative:
The ER treatment record does not indicate that any other tests were conducted or that any other intervention was performed. The pt was then discharged home. The machine was inspected by gts rep and gambro technical specialist on august 1 and 2, 2007. They could not duplicate the reported condition of excessive fluid removal. They proactively replaced d1/d2 flowmeters. They recalibrated the conductivity and requested biomedical tech to verify the machine is functioning correctly prior to its return to clinical use. On 8/03/2007, facility's biomedical tech subsequently inspected it, and he did not find any conductivity problem. The machine has been returned to service with no further reported events. In conclusion, there is no evidence of any specific machine failure responsible for pt symptoms.